Event description:
A malfunction was reported with a pump, showing malfunction code 12, which persisted even after an attempted reset. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, provided instructions for storage mode, and arranged for a replacement pump with updated software. The customer was advised to use a backup insulin pump and was instructed to return the defective pump to avoid charges. The customer acknowledged all provided instructions and understood the necessary steps to connect the replacement pump with their cgm and program their settings.